Event description:
The hcp reported the pt was not reaching efficacy and that there were no reservoir discrepancies. The hcp attempted a catheter dye study, but was unable to aspirate. Preservative free normal saline was put into the reservoir and it ran at a normal flow rate for 11 days. The hcp confirmed that the drug was out of the system and will inject dye through the catheter access port and determine patency. A follow-up report will be sent if add'l info becomes available to us.